Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomenon, ¿brightness adjustment does not work, and endoscope image is too bright or too dark that endoscope image is not visible¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Evaluation findings included a bad locking mechanism and software version 3.01 upgrade required. Normal wear and tear was found on the housing and the electrical safety test would be performed following repair. The investigation is ongoing. A supplemental report will be created upon completion of the investigation of if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the image was too bright. The issue occurred during the diagnostic procedure (bronchoscopy), and the procedure was completed with the same set of equipment. There was no report of patient harm associated with the event.